Manufacturer narrative:
Correction: health professional and user facility should not have been selected in g2.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. The device will continue to be monitored.